Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on 03/01/2022 and the adhesion barrier was used. It was reported that an infection with mssa occurred. It was reported that the site where the product was applied was just below the abdominal wall. It was reported that the infected site was the site where the product was used. It was reported that the patient's condition is stable. It was also reported that before application, there was a skin contact when passing the device from one hand to the other, and that is considered to be the cause of the mssa infection. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications. Date - time of onset of infection from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? What medical intervention was performed? Results? Product lot #. What is the patient's current status?

Manufacturer narrative:
(B)(4). Date sent to FDA: 05/19/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: the patient demographic info: age, gender, weight, bmi at the time of index procedure no further information is available. The diagnosis and indication for the initial surgical procedure? Laparoscopic cholecystectomy. Other relevant patient history/concomitant medications unknown. Date - time of onset of infection from the surgical procedure? Unknown. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Before application, there was a skin contact when passing the interceed from one hand to the other, and that is considered to be the cause of the mssa infection. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unknown. Were cultures performed? Results? Unknown. What medical intervention was performed? Results? Unknown. Product lot # : unknown. What is the patient's current status? The patient's condition is stable.